Manufacturer narrative:
Following receipt of additional information this event will be further updated.

Event description:
It was reported that the patient with this newly implanted subcutaneous system, presented with out of range amplitudes at the six week follow-up visit. The physician programmed device therapies off and awaited technical services recommendations.